Event description:
It was reported that the user experienced high blood glucose while using the ilet with a teflon infusion set after previously using a steel set, with repeated episodes associated with bent cannulas and incorrect deployment of the infusion set applicator. The infusion set was reportedly removed from the applicator and placed manually, and the user was coached to properly spring-load and insert a new set, after which insulin delivery was resumed. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem but identified a usage problem consistent with an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.